Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It as reported that a revision hip surgery was performed to replace the femoral head after the patient dislocated her hip twice after the primary surgery.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.